Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that death occurred. In (B)(6) 2012, the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct placement of a 3.50 x 12 mm promus element¿ plus stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was seen in the emergency department with due to progressive failure to thrive with subject experiencing multiple falls and was unable to complete activities of daily living at home. The patient had a fall a day before and sustained several skin tears and bruising to bilateral upper arms. The subject also has an abrasion to his scalp. Patient also had known dementia and was hospitalized for further evaluation. Per source subject had noted to have leukocytosis secondary to pneumonia. Patient was also noted to elevated troponin with no ischemic symptoms. Site has confirmed that there was no myocardial infarction. Seven days later, subject was treated with ultrasound guided left thoracentesis. The subject was treated with medications and was discharged four days later. During fourth year study follow up, site became aware that the patient passed away at home due to complications from a recent fall and advanced alzheimer¿s disease. The site has confirmed that there are no additional documents will be available for this event. The event was adjudicated as stent thrombosis.